Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 570 mg/dl; cause unknown. Customer administered a correction injection as well as preformed a supply change to address the bg. Reportedly, the customer's bg continued to rise to 720 mg/dl at which point, the customer went to the emergency room (ER). The customer reported vomiting as a result of the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. No further information was provided on the ER visit.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.